Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy1242 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC hub leaking...pt is coming in to have their PICC exchanged next week." Additional info. Received 03/01/2022: the facility vascular access team recently noted a bard single lumen powerpicc leak while flushing at the hub/end cap-IV connector site. Multiple baxter one link connectors were used in attempt to stop the leak but was unsuccessful. One link connectors with the same lot # were connected to other vat lines (pivs, midlines, and double lumen piccs) without issue. The PICC was exchanged via an over the wire full barrier sterile procedure. At what point during device use was the leak discovered (i.e. Insertion, infusion, removal). Within 24hrs of insertion. Was the catheter fracture internal to the patient or external?: none that was noted. What was infusion when the leak was discovered? Saline flush. Any patient symptoms related to fluid leak? No. Was the catheter removed? Was a new catheter placed? Catheter removed and over the wire exchange performed successfully on (B)(6) 2022. What type of catheter securement was utilized? Statlock. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No ¿harm¿ but a second procedure was required (over the wire exchange).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported "PICC hub leaking...pt is coming in to have their PICC exchanged next week." Additional info. Received 03/01/2022: the facility vascular access team recently noted a bard single lumen powerpicc leak while flushing at the hub/end cap-IV connector site. Multiple baxter one link connectors were used in attempt to stop the leak but was unsuccessful. One link connectors with the same lot # were connected to other vat lines (pivs, midlines, and double lumen piccs) without issue. The PICC was exchanged via an over the wire full barrier sterile procedure. At what point during device use was the leak discovered (i.e. Insertion, infusion, removal). Within 24hrs of insertion. Was the catheter fracture internal to the patient or external?: none that was noted. What was infusion when the leak was discovered? Saline flush. Any patient symptoms related to fluid leak? No. Was the catheter removed? Was a new catheter placed? Catheter removed and over the wire exchange performed successfully on 2/24/2022. What type of catheter securement was utilized? Statlock. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No ¿harm¿ but a second procedure was required (over the wire exchange).